Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to insert the left ventricular (lv) lead into the cardiac resynchronization therapy defibrillator (crt-d) but the lead would not secure in place. It was noted the lv lead was inserted but removed due to the physician not feeling it was fully inserted. When the physician attempted to re-tighten the setscrew of the device, the setscrew would not tighten. The physician replaced the device and no anomalies were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.